Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Pharmacist call to report a needle stick to her finger when handling a bag of syringes. The needle appeared to be coming from underneath the shield. Was sent to the dr who administered tetanus shot.